Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The device was filled with 76 ml of fluorouracil and 164 ml of saline. The expected infusion time was 46 hours; however, the device remained full. Approximately 10 ml was infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.